Manufacturer narrative:
Internal report reference number: (B)(4). Lancing device was returned. Defect found on returned lancing device; broken lancing device. Root cause: rc-041: user/mechanical stress. Note: manufacturer contacted customer in a follow-up call on 17-feb-2026 to ensure the customer¿s initial concern was resolved. The customer is comfortable with the replacement products.

Event description:
Consumer reported complaint for the truedraw boxed lancing device. Customer stated when she pushes the trigger button it ejects and causes the end cap to fly off and it pokes her finger too hard. Customer stated the lancing device pokes her too hard, causing it to hurt. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Per the customer, the package was not open or damaged when received. The customer is using compatible lancets. The customer declined to perform a test during the call.